Event description:
A malfunction alarm was reported by the customer, displaying malfunction code 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support, who provided information to reset the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact support if the issue reoccurs.